Event description:
A malfunction was reported, marked by malfunction code "malf 0," which was successfully reset with assistance from technical support. There was no reported adverse impact to customer's blood glucose level. Technical support provided pump reset information, and the customer was advised to continue using the pump, with instructions to contact support again if the malfunction reappeared.